Event description:
The patient had a right reverse total shoulder arthroplasty. In the recovery room, she had a x-ray to check for alignment. The x-ray showed a metallic object. She was taken back to the operating room that evening for removal of the humeral protector that was inadvertently left in during the arthroplasty.